Manufacturer narrative:
A steris service technician inspected the amsco 7052hp washer-disinfector and found that the union fitting to the drain line required tightening. As the union fitting was loose it caused the drain line to rotate out of position subsequently causing water to leak out onto the floor. The technician repaired the unit, ran a test cycle, confirmed the proper use and operation and returned the amsco 7052hp washer-disinfector to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their amsco 7052hp washer-disinfector onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician was immediately dispatched to the user facility to inspect the washer. The technician found that a fitting on the drain line became loose allowing the drain line to rotate out of position. The drain line is installed over the user facility's floor drain to direct the flow of water draining from the washer. As the drain line rotated out of position, this caused water to drain onto the floor instead of into the user facility's floor drain. The amsco 7052hp washer/disinfector operator manual states the following in the troubleshooting section (197), "7.50 water leaks from washer/disinfector general troubleshooting piping is leaking additional information 1. Verify piping is leaking, contact steris." Additionally, the operator manual states (4), "warning slipping hazard to prevent slips, keep floors dry. Promptly clean up any spills or drippage." To address the issue, the technician adjusted the drain line and retightened the fitting, tested the washer, confirmed it to be operating according to specification, and returned it to service. A two-year complaint review confirmed this to be an isolated event. No additional issues have been reported.